Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) over the weekend. The bedsides in comm loss were bsm-6000's that were wired. The customer resolved the issue by shutting off all the bsms for a minute and powering them back on. All the units came back except for one; however, this one bedside was plugged to the wrong port. Once the unit was plugged to the correct port, it was working again. The cns logs have been requested. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) over the weekend. The bedsides in comm loss were bsm-6000's that were wired. There was no patient injury reported.